Event description:
The customer reported that the device was activating on it's own even when no one was touching the activation button. This occurred while the device was in the pt. There was some tissue damage but no pt injury.

Manufacturer narrative:
(B)(4) 2012. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.